Event description:
It was reported that the patient presented for an explant procedure. During the procedure, it was noted that the insulation of the right atrial (ra) lead was damaged. The ra lead was explanted and replaced. The patient was in stable condition throughout the procedure.